Event description:
Reportedly, the customer received multiple occlusion alarms during basal and bolus delivery. Customer attempted to change the cartridge but was unsuccessful due to disorientation. The customer was hospitalized with a blood glucose level of 974 mg/dl, diabetic ketoacidosis, and fell into a coma. Customer was treated with intravenous insulin drip and discharge on (B)(6) 2015. Customer stated that gray cells may have been lost.

Manufacturer narrative:
Follow up (B)(4) 2015: customer reported that blood glucose level was 138 mg/dl. Customer had not received any further occlusion alarms. The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.